Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An registered nurse (rn) reported that during a hemodialysis (hd) treatment there was a blood leak associated with the dialyzer. The rn clarified that the blood leak occurred 40 minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. In a follow up with the rn it was clarified that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used.the leak was not visually seen. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage seen on the dialyzer prior to treatment. The treatment was completed the same day with new supplies on the same machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. The dialyzer was reported as being discarded at the facility. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
An registered nurse (rn) reported that during a hemodialysis (hd) treatment there was a blood leak associated with the dialyzer. The rn clarified that the blood leak occurred 40 minutes after starting the hd treatment. The blood leak was described as being an internal blood leak. In a follow up with the rn it was clarified that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The leak was not visually seen. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage seen on the dialyzer prior to treatment. The treatment was completed the same day with new supplies on the same machine. The device is not available to be returned to the manufacturer for evaluation.